Event description:
It was reported the patient experienced a warm or burning sensation around device during recharging. Following the recharging sessions, the patient stated he was in "discomforting" pain for 2-3 days. The recharger was replaced and the patient reported no further occurrences have taken place.

Manufacturer narrative:
Results: - recharger.